Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed because there was no damage to the needle or cannula. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.